Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved an unspecified chemolock. The customer stated that there was air in line starting 1 hour in and going off 20-30 minutes. The medication involved was taxol and it was reported there was no chemotherapy exposure to the patient or healthcare provider. There was no report of patient involvement or patient harm.

Manufacturer narrative:
Additional information was received stating that cl2000s-5, cl4130, cl4160, cl2100 and cl80-s-5 are possible list numbers.